Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. Additional information received reported that the device showed a drop in all lead impedance measurements. The crt-d was explanted and replaced. Lead impedances where checked with an analyzer and the replacement crt-d and all lead impedance values were within the normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a junction current leakage in an integrated circuit. Device analysis revealed that the device failed lead impedance and high voltage delivery tests. Hybrid analysis did not confirm the reported lead impedance failure; but it confirmed the reported high voltage delivery failure. The high voltage delivery failure was confirmed by leakage test and emission microscopy and was due to a defective l369 integrated circuit.